Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review could not be completed as combination of part: 310.250 with lot: l803000 could not be found. If further information becomes available that identifies this part, then this DHR review will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight, ethnicity and race were not provided for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a right proximal tibia osteosynthesis procedure using a 3.5mm variable angle locking compression plate (va-lcp) proximal tibial plate. During the procedure, while the surgeon was fixing the plate to the diaphysis and when he was drilling using the 2.5mm drill bit, it was noticed that the tip of the drill bit broke. The broken tip was removed, and another drill tip was used. The surgery was successfully completed without further issues. It was unknown if there was a surgical delay related to the reported event. Patient outcome is unknown. Concomitant device reported: 3.5mm variable angle locking compression plate(va-lcp) proximal tibial plate (part#: 02.127.210, lot#: l723079, quantity: 1). This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).